Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in spain. As reported, this was a transcatheter valve replacement procedure with a 26mm sapien 3 ultra resilia valve, case in aortic position by right transfemoral approach. During the procedure, the balloon of the commander delivery system burst at the end of deployment. The valve was fully deployed. During withdraw of the delivery system, difficulty was encountered at the esheath+ tip. An iliac artery occlusion/dissection occurred, and the patient subsequently required surgery, during which a femoro-femoral bypass graft was performed. The final patient status was stable condition. The perceived root cause of the balloon burst was high calcium burden.

Manufacturer narrative:
Supplemental report submitted to include additional information received through pre-decontamination evaluation and imagery evaluation. Added h6-device code and h10. As per pre-decontamination evaluation, the returned delivery system balloon was it was radially and longitudinally burst. Some balloon material was separated and missing. As per imagery evaluation, the c-marker separation could be related to challenging vascular anatomy associated with significant peripheral arterial disease (pad). The subsequent total occlusion of the right proximal common iliac artery, which required a femoro-femoral bypass, may have been caused by calcium embolization. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst' was confirmed based on the evaluation of the returned device. Available information suggests patient factors likely contributed to the event, imagery evaluation shows a dense calcification involving the aortic root and adjacent vascular structures. This extensive calcification may have resulted in increased resistance and mechanical interaction during balloon expansion. The presence of rigid, heavily calcified native valve anatomy can create a challenging deployment environment for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules and rigid anatomical structures may compromise the balloon wall integrity through mechanisms such as puncture, localized overstretching, open cell impingement, or stress concentration. The complaints of withdraw difficulty and balloon spearation were confirmed based on the evaluation of the returned device. Available information suggests that both procedural and patient-related factors likely contributed to the event. Procedural factors include withdrawal of the burst balloon and subsequent device manipulation following balloon rupture during deployment. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of the sheath tip, which could have led to the observed withdrawal difficulty. In addition, the observed c marker band separation is considered to be related to challenging peripheral vascular anatomy associated with significant peripheral arterial disease (pad), which may have increased resistance during system withdrawal. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the observed balloon material separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.